Manufacturer narrative:
The service rep ordered the power supply.

Event description:
The customer reported a problem with lift column. It had intermittant motion and was getting stuck. No pt injury was reported.